Event description:
The family member reported that the customer passed away due to low bg. Family member stated that the customer was earing the pump at the time of death, but there was no call made to help line at the time, nor since then, until now. Family member stated that the customer was extremely brittle diabetic, and that no determination was made at the time as to whether the customer had accidentally given too much insulin or not. Family member is calling to inform of the customer's death. Family member determined the cause of death, but family member does not know name of coroner either.